Event description:
On or about (B)(6) 2008, a sparc sling was implanted. It was reported that the pt experienced pain, erosion fibrosis, incontinence, inflammation, dyspareunia, and has required add'l medical treatment and surgical intervention. Reportedly, the pt required medical treatment in (B)(6) 2008 for severe pain, and had a surgical revision on (B)(6) 2010 to "snip" the mesh that was "blocking approx 70% of the pt's colon."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.